Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated:a2; a3; b4; b5; d4; g3; g6; h1; h2; h3; h6no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a right side bottom tasp broke while trialing a knee. Patient was not affected and surgery was not delayed. Device was being removed during trialing with the tibial handle and bottom tasp broke.